Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found the device had no image when angulated in u (up) position. Additionally, the device bending section noted to have dents, insertion tube has dents, the bending section ( a rubber) glue has cracks and the charge couple device (ccd) had shrink tube. Based on investigation results, the image issue was noted to be due to damage component failure and attributed to electronic component failure. The root cause of the component failure cannot be conclusively identified. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation . Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "image cuts out when the scope is angulated up". The issue was found during service maintenance. There was no patient involvement in this reported event.